Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 09/26/2016, that on (B)(6) 2016, the receiver displayed err call tech support and err281. No additional patient or event information is available. The receiver has been received for device investigation. A follow-up report will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. An attempt to test the device was made; however, the receiver would not communicate with the global communication tool. As a result, the receiver data log could not be downloaded and functional testing could not be performed. The reported event of an error icon display could not be confirmed. A root cause could not be determined.